Event description:
It was reported that during preparation for a coronary artery drug eluting stent treatment procedure, stent damage was noted. During unpacking of a 2.25x12mm taxus express2 atom drug eluting stent, it was noticed that "the proximal edges of the stent were flared up". The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.